Manufacturer narrative:
Correction: b4/f8: date of this report in the initial MDR is being corrected from blank to 06/21/2021.

Manufacturer narrative:
The device was received for evaluation. A visual inspection was performed with the naked eye noted all the lines were partially cut off, there are no connectors and borla clamps. Functional testing could not be performed as the lines were partially cut off; therefore the reported condition could not be verified or refuted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Lot #: the reported lot # s21a20126 is not recognized by the system. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a leak at the connection of the homechoice cassette and extraneal bag. This occurred during priming of peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.